Event description:
It was reported that closure of an unspecified access site was attempted using two prostyle devices. Reportedly, an unspecified failure occurred with both devices. Four additional prostyle devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. The device was not returned for evaluation. A review of the manufacturing records and complaint history could not be conducted because the part and lot numbers were not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.